Event description:
The bile duct was narrowed after the operation for stomach cancer. An intrahepatic duct was dilated. (Percutaneous metallic stent implantation procedure) as on label. The 22g coaxial needle was inserted from the left side of the body. After removing the inner needle, the 0.018 inch wire guide was inserted through the outer needle. During the attempt to locate the common bile duct, the wire guide became stuck at the tip of the needle and was unable to remove from the needle. The 22g needle was removed only, and the dilator system was inserted over the wire guide for retrieval of the wire guide. However, the tip of the wire guide had out into the abdomen wall. The sheath was changed to another manufacturer's 7.5fr sheath. The forceps and the basket for the biliary duct fiber (endoscope) were used to remove the segment of the wire guide. The segment could not be removed. The metalic stent was implanted from the target site from the approach of the right side of the body. No info was provided regarding the outcome of the patient.

Manufacturer narrative:
Event evaluation: the customer returned the used device set (lot f2185618) in an opened and used condition. A visual examination found the dilator tip has been smashed and pulled to one side. The catheter in the set also has damage to the distal tip; as it is pinched on one side and uneven at the endhole. It was found that the wire guide from the set was missing the distal coil section. Cook inc. Advises per our label, affixed to the wire guide holder, that "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage". Also, final inspection checks the integrity of both connections manually and visually. This is an isolated instance with this lot number, based on the customer admitting that the wire guide was cut by the needle bevel while locating the common bile duct.